Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during an infusion of mso4 at 0.37ml/hr, the tubing leaked at the filter. The patient needed a prn dose of ativan as a result. No further issues were reported.

Manufacturer narrative:
The customer¿s report that the tubing leaked at the filter was confirmed. Visual inspection of the set showed no damage or anomalies. Functional testing confirmed leaking along the weld line of the pressure sensing disc between the disc body and the disc film membrane. The root cause of the leak was identified as an equipment failure causing a poor weld between the pressure sensing disc body and the film membrane.

Event description:
The customer reported that during an infusion of mso4 at 0.37ml/hr, the tubing leaked at the filter. The patient needed a prn dose of ativan as a result. No further issues were reported.